Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada. The reported problem was verified during evaluation. The defib receptacle connector was replaced to resolve the issue. The device was the recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.